Event description:
It was reported that the customer was having difficulty placing the ventilator into standby when changing from high flow therapy (hft) to noninvasive ventilation (niv), but not having difficulty placing it into standby when changing from niv to hft. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.the customer troubleshot the issue with a philips clinical specialist and advised to be using a hudson heated wire circuit. The customer was advised by the clinical specialist to pull off bacteria filter from v60 gas outlet to try and get into standby. The customer then advised to be having difficulty when changing from niv to hft and that the filter/hose and pressure line were removed. The customer then had to turn off the ventilator and back on twice to get it into hft. The clinical specialist advised that the customer¿s biomedical engineer perform performance verification tests. Upon a follow up, it was reported that the customer was using accessories with the ventilator that are not approved by philips. The customer was notified that it is off label use to use the ventilator with unapproved accessories. Per the service manual- to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator: the humidifier used hudson/neptune and hudson heated-wire circuit. The high flow cannula and mask is from fisher & paykel. The bacteria filter is from airlife. The customer also reported that it was determined that the issue with the difficulty with transitioning to hft from niv was that they were not allowing enough time for the ventilator to transition over, and that this has been communicated to the respiratory department.